Event description:
It was reported that following a fall and subsequent implantable neurostimulator (ins) replacement (reference MFR report #3004209178200903290), the patient continued to experience buzzing down their right side when they moved their head or leaned forward. It was also reported that palpating did not cause any stimulation changes. Pre-fall impedance values were not available. However, the following impedances were collected following ins replacement: 2 and case: 792, 3 and case: 738, 2 and 3: 783. Additional information received reported that the buzzing had "gotten less frequent" and was "tolerated". The patient was very happy with the symptom control and did not desire exploratory surgery of the lead extension. Additional information has been requested from the hcp, but was not available as of the date of this report.